Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported 1018233-2026-00135. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the rewarming using an arctic sun device was complete around 1:00 am. They did care around 4:30 am and noticed the rectal probe was still taped but was mispositioned. Target temperature was 36.5c. Axillary temperature read 37.8c. They replaced the probe and got an alarm that the patient temperature had changed too much and therapy stopped. They restarted therapy and got an alarm that the flow rate was low. Later got an alarm 113 (reduced water temperature control) and had a note on their device if they get alarm 113, stop therapy and call. Patient temperature (pt) was 36c, water temperature (wt) was 30.1, flow rate (fr) was 0.5lpm, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 30 percentage, system hours were 6141.2 and pump hours were 1229.6. Has nurse felt for any kinks or compressions in the pad tubing. One side feels flat all the way down and was able to get the flow to 0.70.8lpm. Water up to 34c. Suggested continuing to monitor flow rate and water temperature. If the flow rate drops the heater would be unable to work at full capacity. Asked nurse to place pad, lot # ngks2041 behind the nursing station after therapy.

Event description:
It was reported that the rewarming using an arctic sun device was complete around 1am. They did care around 430am and noticed the rectal probe was still taped but was mispositioned. Target temperature was 36.5c. Axillary temperature read 37.8c. They replaced the probe and got an alarm that the patient temperature had changed too much and therapy stopped. They restarted therapy and got an alarm that the flow rate was low. Later got an alarm 113 (reduced water temperature control) and had a note on their device if they get alarm 113, stop therapy and call. Patient temperature (pt) was 36c, water temperature (wt) was 30.1, flow rate (fr) was 0.5lpm, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 30 percentage, system hours were 6141.2 and pump hours were 1229.6. Has nurse felt for any kinks or compressions in the pad tubing. One side feels flat all the way down and was able to get the flow to 0.70.8lpm. Water up to 34c. Suggested continuing to monitor flow rate and water temperature. If the flow rate drops the heater would be unable to work at full capacity. Asked nurse to place pad, lot# ngks2041 behind the nursing station after therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.